Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device was in use with patient. The reporter stated the device was due to be exchanged and it was noted the pilot balloon had begun to migrate over onto the syringe port. The pilot line was cut off to ensure the cuff completely deflated prior to device removal. No adverse effects reported.